Event description:
Pt was found without ECG leads attached. Staff did not hear any alarms for "ECG leads off". Additionally, no alarms for ECG abnormalities were heard. Mennen envoy monitors have a tier 1 and tier 2 alarm hierachy. Tier 2 alarms are for technical conditions, such as "leads off." Tier 1 alarms are for clinical conditions such as ECG arrhythmia.